Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor assembly. Displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests were not performed due motor error alarm. No moisture damage or corrosion was found on the electronic assembly. The device had cracked battery tube threads, reservoir tube lip, case at the display window corners, and lcd window.

Event description:
It was reported that the insulin pump alarmed motor error during a bolus attempt. The blood glucose reading was 300 mg/dl. The customer stated that he experienced unusual high blood glucose levels on the day of the call and the day prior. He stated that he was unable to rewind the insulin pump, thinking that he ran out of insulin. He checked the reservoir but found that it was full. He stated that insulin leaked from the reservoir out to the reservoir compartment. He believed that he had high blood glucose due to the insulin not reaching his body. He advised that he treated with the insulin pump and a manual injection. The blood glucose reading was 293 mg/dl when the insulin pump was exposed to moisture. No other significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.